Event description:
The customer reported that their pump screen was dark and wouldn¿t turn on, indicating a failure to charge the t: slim x2 pump battery. There was no adverse impact to the customer's blood glucose level. The customer tried various troubleshooting steps, including using different charging cables and adapters, but the issue persisted. Consequently, technical support decided to replace the pump. The customer was informed about receiving a replacement pump with updated software, and instructions were provided for returning the defective pump. The customer understood and acknowledged all guidance provided by technical support.